Event description:
Product analysis has been completed on the explanted generator. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that following the patient's recent implant procedure, high impedance was observed. No trauma or manipulation was suspected. A system diagnostic test reported a lead impedance of 8800 ohms. It was however confirmed that diagnostics within normal limits had been performed since the patient had been implanted. The patient was referred for surgery and, at that time, the patient's settings were increased because the physician felt that this would prevent the patient from losing stimulation. X-rays were taken and provided to the manufacturer for review. The generator placement appeared normal, in the left chest. The filter feedthru wires were intact and the lead pin was fully inserted into the header of the generator. The lead wires also appeared intact at the lead pin. The entire lead could not be seen in the x-ray images as a portion of the lead was located behind the generator. The electrodes appeared to be properly aligned and placed on the nerve. There did not appear to be any lead discontinuities or sharp angles in the visible portions of the lead body, however a fracture or micro-fracture cannot be ruled out. There did appear to be a suspect area following the tie-down in the neck, however due to image quality, no conclusions can be drawn on this area. Based on the x-ray received, the cause of the patient's high impedance could not be determined; however a fracture or micro-fracture in the suspect area or non-visible portion of the lead cannot be ruled out. The patient had surgery on (B)(6) 2011. During the procedure, pus was identified in the neck, surrounding the lead. The physician characterized this as a sterile abscess. Cultures were taken and gram stain was negative, indicating that there was no sign of an infection. In addition, the patient did not have a fever or external swelling at the site. The patient was completely explanted at that time. It was noted that during the explant procedure, a kink was observed in the patient's lead near the clavicle; however it is unknown if a break occurred in that area. Additional information was received indicating that the patient was re-implanted on (B)(6) 2011. The patient's generator has since been returned, however product analysis has not yet been completed. The lead will not be returned as it has been discarded.